Event description:
It was reported that this right ventricular (rv) lead recorded an automatic lead safety switch (lss) due to high out of range pacing impedance measurements. Technical services (ts) reviewed the device data and noted the pacing impedance was stable around the 600 ohms range and suddenly jump to greater than 3000 ohms. The health care professional (hcp) decided to program this lead to maximum output on the bipolar configuration but loss of capture (loc) was observed. Ts provided troubleshooting adjustments and recommended to replace this rv lead. No adverse patient effects were reported. This rv lead remains in service.